Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. High/undefined impedance, intermittent capture at max and noise was noted on the right atrial (ra) lead. A polarity switch was also noted on the lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.